Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the quality investigation details, the back of the housing was broken, confirming the customer complaint. Scrape marks and nicks were observed on the corner of the housing, which appear to be due to the housing being dropped. The most likely cause of the failure was that the housing was handled roughly and likely dropped, potentially while attached to a device or directly after being sterilized causing the housing to break.

Event description:
It was reported that the connector on the lid of the aseptic battery housing broke during a procedure. The non-sterile battery did not fall out of the housing. There were no reports of adverse consequences associated with this event.